Manufacturer narrative:
Replacement of the cpu pcba board resolved the issue. Although requested to be returned, the removed component was not received for evaluation. An additional report will be submitted when the part is received and evaluated.

Manufacturer narrative:
It is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported.

Event description:
It was reported to philips by a customer that the unit had a monitoring failure. It is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported. The international service engineer confirmed the "primary alarm failed" by listening for audible sound from the speakers. The international service engineer replaced the cpu pcba to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.